Event description:
It was reported that guide wire tip detachment and thrombosis occurred. The target lesion was located in the common femoral artery (cfa). A 035/180/3mm (b/1) amplatz guide wire was advanced to cross the lesion. However, it was noted that the j tip was detached from the core of the wire and the wire unraveled, and caused flow limiting clot in the cfa. The tip had to snare out and do a thrombectomy with a tpa bolus and balloon angioplasty. The procedure was completed with a different device. No further patient complications were reported. The intended percutaneous transluminal angioplasty of the other leg was discontinued.

Event description:
It was reported that guide wire tip detachment and thrombosis occurred. The target lesion was located in the common femoral artery (cfa). A 035/180/3mm (b/1) amplatz guide wire was advanced to cross the lesion. However, it was noted that the j tip was detached from the core of the wire and the wire unraveled, and caused flow limiting clot in the cfa. The tip had to snare out and do a thrombectomy with a tpa bolus and balloon angioplasty. The procedure was completed with a different device. No further patient complications were reported. The intended percutaneous transluminal angioplasty of the other leg was discontinued.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the tip damaged and is stuck inside of a non-bsc catheter, as part of overall visual revision. The returned guidewire was found unraveled, the coiled wire was found stretched along the distal end; in addition, the core wire is broken. The outer dimater of the medium and proximal section of the device were within specificaion; however the overall length and the outer diameter section of the device could not be perfomed due to device condition (guide wire unravel. Coiled wire stretched and core wire broken).